Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available yet. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a pulse field ablation pulmonary vein isolation procedure, a versacross connect for faradrive kit was selected for use. The versacross system was inserted into the groin after predilating with another sheath for easier transition. A non-boston scientific intracardiac echocardiography (ice) was being used and the physician was struggling with the quality of the ice image. The foramen ovale appeared to be very small and the patient had abnormally large limbus. The physician made the choice to buzz very anterior and the wire appeared to go towards aorta. The wire was immediately retracted. It was at that point the physician decided to abort the case and withdraw all catheters from the body. The physician monitored for any signs of effusion on ice. The physician decided to air on the side of caution and place a drain. A total of 50 cc of blood was drained and gave back 30cc back through the groin. After about another ten minutes of monitoring and not seeing any changes the physician started to close. It was decided to follow up with a transesophageal echocardiogram (tee) and transthoracic echocardiogram (tte) to confirm that there was no signs of worsening effusion. The patient was hemodynamically stable and transferred to intensive care to be monitored overnight. The device is not expected to be returned for analysis (disposed).